Event description:
The pt reported that during a routine check on his infusion set tubing, he noticed that the outer tube has disconnected from the luer lock. The pt stated that he did not feel insulin leaking. He did not experience any physiological affects. The pt did not require medical assistance from a healthcare provider to address the issue. The product was requested to be returned for eval.